Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic angiography procedure. It was noticed while the product was still in the spiral packaging that the outer covering of the catheter ripped. Another catheter was used instead.